Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noticed a broken haptic after the iol was inserted into the eye. The incision was widened to facilitate removal and replacement of the iol with no complications.